Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown (asked, unk n/a at asked, unk n/a) via an implantable pump for malignant pain. It was reported that patient has passed refill date by accident and has been hearing critical alarm for "probably 2 weeks". Patient stated they called pain center who told patient to come in tomorrow to assess pump but they don't have medication so they aren't sure what they're going to do. Patient reported the missed refill was partially their fault as they didn't schedule refill appropriately. Patient initially stated the pump was alarming both critical and non-critical but upon further review, alarm description aligned with critical alarm. Patient mentioned they had a big argument with hcp about pump medication stating they don't feel as though the therapy was working well for patient( related event). Patient stated the (healthcare provider)  hcp dropped therapy by 50% then patient was thinking it went down to 0 but was unsure, and hcp wanted patient to go back to 50% then 0 but patient didn't want to feel like a test subject. Patient mentioned before "I didn't have pain and I'm thinking the pain I'm feeling is back pain".